Event description:
Customer had a pod which alarmed after 40 hours of wear. The customer's blood glucose level had risen to 320 mg/dl while wearing this pod. He was able to activate a new pod successfully. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.